Manufacturer narrative:
(B)(4). Date sent to FDA: 12/18/2020. H3 analysis summary: a failed suture needle identified as product code vcp304h was received to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional information was requested and the following was obtained: did the broken needle fall into the patient's body? -----unk. Does a piece of the needle remain in the patient's body? -------no, when the broken needle was removed, all the broken needles were put together and made sure that the whole needle was intact. Was the piece of broken needle removed from the patient? --------yes. Was the broken needle removed during the same procedure? ---------yes. Did the patient need a second surgery to remove the needle piece? ----------no. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2020. Investigation summary: it was reported that the needle broke during sewing left ovary in endoscopic. A picture was received for evaluation. Upon to visual inspection of the picture an empty opened foil of the product code vcp304, lot pez660 could be observed. No broken needle was observed as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the needle broke since device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: was the needle retrieved during the same procedure? No. What is current condition of the patient? Unk. Procedure name and date? Please refer to event description. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the broken needle fall into the patient's body? Does a piece of the needle remain in the patient's body? Was the piece of broken needle removed from the patient? Was the broken needle removed during the same procedure? Did the patient need a second surgery to remove the needle piece? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same procedure? What is current condition of the patient? Procedure name and date? Device return status/follow up? A manufacturing record evaluation was performed for the finished device lot pez660, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an endoscopic ovarian cyst removal procedure on (B)(6) 2020; and suture was used. During the procedure, the needle broke while sewing the left ovary. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.